Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements on the right atrial (ra) lead. The device was requested to be programmed into magnetic resonance imaging (MRI) protection mode, but with the out of range impedances, technical services (ts) recommended against it. The device was not programmed to MRI protection and no scan was performed. Later, another call to place the device into MRI protection mode was made and this patient underwent MRI. At the time, the lead measurements were confirmed to be within normal limits. This ICD and ra lead remain in service. No adverse patient effects were reported.